Event description:
A doctor's office alleged that the tytin amalgam was setting too quickly during a patient procedure.

Manufacturer narrative:
Specific information with regard to patient age and weight were not provided. The doctor's office could not recall specific patient or incident details. The patient had either experienced a cracked filling or the loss of a filling. Upon the patient's return visit, the doctor replaced the filling using a different product, without further incident. To date, the patient is doing fine. Lot number 3-1294 has been identified as an affected lot in an ongoing tytin recall; therefore, no further evaluation is necessary.